Event description:
It was reported that the customer was hospitalized due high blood glucose. The glucose reading was 320mg/dl by the time the paramedics were called. It was stated that the customer had a mild stroke. It was mentioned that the customer experienced nausea. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.